Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) therapy to the patient and accelerated the patient¿s heart rhythm. The atp did not rescue the rhythm resulting in an accelerated ventricular fibrillation (vf) which caused the patient to be defibrillated by the device. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.